Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve alarming/ shutdown. Associated malfunction for this device: sieve beds dusted, pe valve alarming.